Event description:
During a standard inspection of a customer returned asset, foreign material was found inside the gaps in the scratched connecting tube due to insufficient or incorrect reprocessing. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Date of event: (B)(6) 2022. Additional issues were found during the evaluation. The bending section cover was leaking. The light guide cover lens, plastic distal end, scope body, scope cover, and color ring were cracked. The bending tube was deformed. The connecting tube was scratched. The f-knob, right/left/up/down knobs, and switch box unit were discolored. The paint was peeling off the grip unit. Switch one (1) was broken and the universal cord had buckles. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6)2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material remained after reprocessing due to the scratched insertion section and/or adhered due to a delay of reprocessing. The specific root cause could not be determined at this time. The user may prevent the event by handling the device in accordance with the instructions for use: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after each procedure." Olympus will continue to monitor field performance for this device.